Event description:
Pt reported that her blood glucose was "hi" in 2004. No error messages were generated by device. Pt self-treated high blood glucose by bolusing. Pt's physician wants her device to be checked out. Pt alleged that device is at fault for high blood glucose.